Event description:
Additional information received indicated that manufacturer's representative was unable to recover the ipg using clinician programmer. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery and it is unclear if the ipg was placed into surgery mode prior to the surgery. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery and it is unclear if the ipg was placed into surgery mode prior to the surgery. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report. He device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery and it is unclear if the ipg was placed into surgery mode prior to the surgery. No additional information is available at this time.